Manufacturer narrative:
Block d2b: additional pro code qon. Block d10: model number/catalog number:4101, batch/lot number: ax1t038709, model/catalog description: recharge-free snm ipg, unique identifier (UDI) #: (B)(4). Block g4: additional premarket/ 510 (k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) complained of pain and discomfort at the ins site. A pocket revision surgery was performed. During the procedure, the physician noted clear fluid in the pocket which was believed to be seroma; they did not suspect infection. The lead was tested for motor response which was elevated. Imaging was done which confirmed that the lead had migrated. A new device pocket was created and the lead was removed and replaced no further patient complications were reported.